Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that both of their robotic-assisted laparoscopic prostatectomy patients from (B)(6) 2026 and (B)(6) 2026 had now presented with foley catheter malfunctions. The patient from (B)(6) 2026 came to the emergency department on (B)(6) 2026 reported several hours without urine output through the catheter and overflow incontinence around it. In the emergency department, the catheter could be forward flushed but not aspirated. When they attempted to change the catheter and deflated the balloon, urine began flowing, but aspiration was still not possible. After removed the catheter, they confirmed the balloon was intact, though it was very difficult to deflate and the balloon port collapsed, complicating deflation. With slow, steady traction on the syringe, they was eventually able to completely deflate it and replace the catheter. The second patient, from (B)(6) 2026, presented to the clinic on (B)(6) 2026 with the same complaint. Their catheter also flushed easily but could not aspirate. Replacement was similarly difficult due to resistance during balloon deflation, though deflation was ultimately achievable. After removal, the catheter flushed well but still did not aspirate until after the balloon was fully deflated. Unfortunately, they performed another prostatectomy on (B)(6) 2026 using a catheter likely from the same batch, so we hope this patient does not experience similar dysfunction. Please work on obtaining a new catheter supply, ideally before our next prostatectomy scheduled for thursday, (B)(6) 2026.